Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl; cause of bg not known. Customer was treated with intravenous fluids address the bg, however the customer was unable to recall what fluids they were treated with. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check. Recommendation was made to consult with a healthcare provider regarding diabetes management.